Event description:
The customer returned the rigid video laparoscope, which is an olympus asset for a separate issue. During the evaluation of the device, objective frame bumpy distal frame, third party outer tube, no gold plating, bent and dented on proximal end, video connector cracked on sides and loose light guide adapter was observed. The service repair technician indicated that the most likely cause of the finding was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.